Manufacturer narrative:
G3 initial awareness date was 24jun2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, 60-6085-200a, small,uterine manipulator,vaginal, was used in a gyn hyst procedure on approximately 24jun26, and ¿the screw is either difficult to tighten or they need to use an instrument to get it to stay because it just spins and won't tighten. The screw let go during a case and caused a uterine perforation.¿. Additional information was requested, but none has been received to date. This report is being raised due to the reported injury of a uterine perforation.